Event description:
During ep study and ablation, "sensor error" was displayed on monitor when catheter was connected. Catheter was unplugged and replugged several times with no improvement. Device taken off the field and new package was opened of same type with no further issues. No harm to patient. Device sequestered to be returned to manufacturer for evaluation. This has been a recurring problem at this facility. Product continues to be returned to the manufacturer. No patient harm.